Event description:
It was reported that pump displayed malfunction alarm in tandem source, and caller confirmed no notable events occurred before malfunction and identified malfunction code 16. There was no reported impact to the customer¿s blood glucose level. Customer was informed that malfunction was resettable, received guidance from technical support to reset pump, confirmed malfunction did not recur after reset, was advised pump could continue to be used, and was instructed to call back if malfunction reappeared, which caller understood and acknowledged.